Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that on implantation into the eye, the haptic was missing. The iol was explanted and exchanged during the original surgery session. There was no harm or injury to the patient. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The device was not returned. The rayone preloaded iol injection system use risk analysis identifies the following as possible causes of "trapped/ torn lens haptic/ optic during insertion"; inadequate amount of viscoelastic; inadequate quality of viscoelastic; haptic trapped by plunger override due to fast motion; user opens closed flaps and closes again before use; plunger advanced too quickly, insertion of viscoelastic through nozzle leading to inadequate amount of viscoelastic; user removed injector from tray prior to inserting viscoelastic, causing lens to be improperly placed in cartridge; user removed injector from tray prior to closing cartridge, resulting in cartridge not being clipped properly; optic edge trapped/ damaged on closure of cartridge, sharp edge instruments and dehydration of the lens prior to implantation. Additional information has been sought; however, further information/event details have not been made available. Without the ability to examine the device and without clear event details being provided it is not possible to establish the root cause of the event.

Event description:
On 10th july 2025, rayner received notification from its affiliate company in poland of an event that occurred during use of a rayone aspheric rao600c. The event description provided states that the haptic was missing following implantation into the eye necessitating lens explantation and exchange.